Manufacturer narrative:
E1 intial reporter address (B)(6).

Event description:
It was reported that a stent fracture occurred requiring additional intervention. The target lesion was located in the left anterior descending (lad) artery. Pre-dilation was performed with a 2.5 x 12 balloon catheter. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. Following deployment, it was observed that the stent had fractured. Imaging was attempted but the catheter could not be tracked. Angiography revealed deformation of the proximal portion of the stent in the left main coronary artery (lmca). To ensure patient safety, a stent was then placed from the lmca to the left circumflex artery (lcx). The procedure was completed via an alternative device without any patient complications.